Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k): k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left axillary vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the third inflation at 12-14 atmospheres for 30 seconds, the balloon ruptured from a pinhole. The device was removed using normal method without issue. It was then able to perform dilation by applying pressure up to approximately 12atm, and since the flow improved, the procedure was then completed. There were no patient complications as a result of this event.